Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the casper pin driver was not able to couple with casper pin. The surgeon had to use a needle holder to screw the casper pin on to the vertebral body for distracting the intervertebral disc for acdf procedure. There was a fifteen (15) minute surgical delay. There were no fragments generated. The procedure was completed successfully. This report involves one (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 396.967, lot: ab119646, release to warehouse date: 27 april 2021, manufacturing site: werk selzach, expiration date: n/a, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the pin was not fully seated into the scrdriver-hex l200 f/screw f/cervic-dist driver. This can be related with the unable to assemble complaint. No other defect was found. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the pin was not fully seated into the scrdriver-hex l200 f/screw f/cervic-dist driver. This can be related with the unable to assemble complaint. No other defect was found. A dimensional inspection was not performed for the scrdriver-hex l200 f/screw f/cervic-dist, since it was not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the mating pin was not fully seated in the scrdriver-hex l200 f/screw f/cervic-dist. The investigation was not able to definitively conclude that a design or manufacturing issue has caused the complaint but did indicate that the design may be a contributing factor which will be further investigated within the quality system to determine any further actions. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The investigation was not able to definitively conclude that a design or manufacturing issue has caused the complaint but did indicate that the design may be a contributing factor and relevant actions have been initiated to further investigate and determine any further actions. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -screw driver caspar 20cm device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.